Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply and infusion set change while using the ilet system with a cd 6 mm/23 in infusion set; the user had assembled the cartridge and tubing incorrectly, attaching the connector to the cartridge before inserting it into the pump, placing the site first with short tubing, then filling long tubing and connecting it to the short segment, which impeded insulin delivery to the body. Symptoms included elevated blood glucose with capillary readings up to 486 mg/dl and a pump display of high. Outcomes included continued monitoring and subsequent improvement with downward trending glucose after an infusion set change and correct priming, without hospitalization. Investigation included troubleshooting and user education, confirmation of infusion site appearance, infusion set replacement, verification of drops during priming, and collection of the infusion set lot number. Investigation of this case revealed improper setup and priming of the infusion set and tubing that likely restricted or delayed insulin flow, consistent with user technique issues rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set and tubing change leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.